Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 363 mg/dl (novolog taken based on device result) and 143 mg/dl 2) 270 mg/dl (novolog taken based on device result) and 78 mg/dl the comparisons were performed on different dates. Low blood glucose symptoms were reported during both incidents; customer's spouse treated him with orange juice during the 1st incident. Customer was given orange juice and a hostess cake during the 2nd incident. Requested return of suspect device, and replacement was sent.